Manufacturer narrative:
Several attempts were made to obtain additional information from the institution regarding the death, including the procedure summary, autopsy report and/or death certificate. The institution has declined to provide additional information. Treating physician indicated device operated normally. No errors of built-in test performed at system start-up were noted. Subsequent testing of the device by csa medical also indicated the device performed normally. Physician chose to use system for treatment outside the scope of the cleared indications of use (i.e. Lung). Physicians indicated they had been informed it was outside the indications for use and had been warned against its use in the lung. They believe there is a correlation between cryotherapy treatment and the event. No instructions (or training) exist for use of the csa system without the active suction system (e.g., in the lung).

Event description:
Pt presented to scheduled bronchoscopic outpatient procedure with recurrent pneumonia in left lung secondary to left main stem obstruction from aneurysm with hematoma. Conscious sedation was employed and an endotracheal tube (et) was not placed. Pt rec'd five cycles of five second cryospray therapy at left main stem obstruction. A balloon dilatation was then performed for stenosis (70%) at proximal left main stem bronchus. Pt then rec'd one cycle of five second cryospray therapy distal to the stenosed site for granulation tissue destruction. Pt became bradycardic, and subsequently went into cardiac arrest. She was intubated and full advanced cardiac life support (acls) was rendered. Spontaneous circulation returned and pt was transferred to medical intensive care unit (micu). Pt subsequently expired.